Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported their ins was replaced prematurely. The patient noted there was a problem with the ins, it went dead prematurely. The patient noted the ins probably went dead in (B)(6) of 2016. The patient added they were unsure if the manufacture representative (rep) was aware of the ins battery dying prematurely. There were no further complications that have been reported as a result of this event.